Event description:
Physician reported device removal and replacement. Twenty-three years later, the patient was diagnosed with bia-alcl. The manufacturer of the device has not been specified. Histopathological markers cd30+ and alk- have been confirmed. This relates to the left side.

Manufacturer narrative:
Date of birth: (B)(6) 1951. (B)(4). The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: lymphoma - alcl.

Event description:
This complaint represents a historic implant device (patient's previous device), hence lymphoma-alcl-suspected is being reported against the left device. Manufacturer of the device is unknown.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Previous medwatch submission noted lymphoma-alcl. Upon further review of record, allergan medical safety has determined that since this is a implant history record, in this case, lymphoma - alcl - suspected is the most appropriate term code.

Manufacturer narrative:
Aware date for the previous medwatch is 01/13/2023. Additional, changed, and/or corrected data: g.3.

Event description:
This complaint represents a historic implant device (patient's previous device), hence lymphoma-alcl-suspected is being reported against the left device. Manufacturer of the device is unknown.